Event description:
According to the event description: description of event: at about 9:10 am of march 17, 2026, the monitor installed suggested that the patient had arrhythmia, and medical staff immediately performed bedside rescue for the patient. After investigation, it was found that the infusion space infusion rate of sodium chloride was greater than the set rate. The infusion space was immediately suspended, and sinus rhythm was temporarily restored after rescue. Afterwards report to hospital equipment management department and report medical device adverse events. (The device has no shelf life.) Preliminary handling of event:the infusion space was immediately discontinued and sinus rhythm was temporarily restored after rescue. Afterwards report to hospital equipment management department and report medical device adverse events. (The device has no shelf life.)

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k092313, k172831, k191910.